Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 138mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer declined to perform back-to-back testing. The customer stated that his/her a1c is 6.0% which is equivalent to 126mg/dl.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 138 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer declined to perform back-to-back testing. The customer stated that his/her a1c is 6.0% which is equivalent to 126 mg/dl.